Event description:
The customer reported that the system inter-mixed patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard disk drive was evaluated and reformatted. Version 10 of system software and associated calibrations were reloaded during the service event. The system was tested and found to be working as intended and returned to service.